Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthcare completed the investigation of the reported event. The investigation was performed through log analysis and returned part analysis it is concluded that the system malfunction was caused by malfunctioning x-ray tube. Further investigation on malfunctioning x-ray tube was performed. The root cause could be confirmed as a loss of hv stability due to the anode bearing lost its liquid metal. Loss of liquid metal is always a reason for the tube to lose its vacuum stability. This loss of vacuum stability causes the xta to not be voltage proof anymore. A general systematic error has not been identified. No further actions are needed for this complaint. The complaint has been closed. H11 corrected data: h3: the complaint device had not been evaluated by manufacturer when the initial report was submitted on february 9, 2023. This field should have been checked "no" in the initial report.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the system stopped working and displayed imaging errors on the monitor. The image was blurry; and due to low image quality, it was not possible to perform/continue the procedure. The sedated patient was transferred to a different facility to complete the procedure. There are no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional information for this event.